Event description:
(B)(4). Tachycardia episodes. Severe pain in my lower stomach. Periods are all over the place lasting for weeks at a time and heavy along with bad cramping. Months without periods. Extreme fatigue daily. Hip pain that no cause can be found as of yet. Have to take lots of tylenol and advil to be able to function daily for a long time now. Fatigue has been a real issue since the device was implanted. Weight gain. A rash that comes and goes and is very uncomfortable. Migraines. Hair falling out.